Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the saphenous vein graft to the circumflex (cx) artery. A 2.25x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion; however, the device was stuck in the lesion. The physician had to deploy the stent to remove the shaft. A 2.25x32 synergy ii everolimus-eluting platinum chromium coronary stent system was then advanced but failed to cross the previously placed stent. No patient complications were reported.